Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance with resetting the pump from technical support, after which the malfunction did not recur, allowing continued use of the pump. Caller was instructed to report any future malfunctions.